Manufacturer narrative:
Alleged failure: the serfas probe suddenly started operating. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged bond of the polyimide, and suction tubing. Direct contact (sparks) in the hood during use, creating a short circuit between the active pin and the hood disabling the unit to continue operation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.